Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the ten photographs and 44 physical samples submitted for evaluation. The photographs displayed similarities to the received units. Your reported issue of foreign matter for black material on the unit packaging was confirmed and the cause was determined to be packaging related. Two units displayed splice tape on a blank top web. Other units had what appeared to be multiple spots of ink on the bottom surface of the top web. One unit was found with a misaligned label that was printed on the top web. Manufacturing controls include splice detector, inspections, maintenance, and standard work instructions to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Manufacturer narrative:
Investigation findings: our quality engineer inspected the ten photographs submitted for evaluation. Your reported issue of foreign matter for black material on the unit packaging was confirmed and the cause was determined to be packaging related. Two units displayed splice tape on a blank top web. Other units had what appeared to be multiple spots of ink on the bottom surface of the top web. One unit was found with a misaligned label that was printed on the top web. Manufacturing controls include splice detector, inspections, maintenance, and standard work instructions to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva 20 ga x 1-1/4 in single port label content missing/not readable. The following information was provided by the initial reporter, translated from japanese to english: customer complained that label is severely stained with ink or black ink (splattered everywhere on the label).